Event description:
It was reported to st. Jude medical that during an ICD explant procedure, high impedance was observed. The physician released the df-1 pin and then tied it back down with the same impedance result. The lead was removed from the ICD header and placed back in and the high voltage lead impedance was within normal limits.